Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that he had a failed battery test alarm on the insulin pump. Customer stated that he woke up and the battery was short. Customer received a failed battery test alarm and tried 3 different batteries. Customer was advised to clear the alarm. Customer received a failed battery test during troubleshooting. Customer has no new batteries and was advised to get new batteries for the pump.